Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that a 17-year-old female patient was vomiting and experienced high blood glucose level (575 mg/dl) due occlusion alarm. Therefore, they tried to treat it with correction bolus via pump, but on (B)(6) 2021, the patient went to the emergency room and subsequently, the patient was hospitalized due to high blood glucose level and was not feeling well. She had high ketone level and the infusion set had been used for 2-3 days. During hospitalization, she received fluids of saline, insulin, and unspecified intravenous medication (drug name unknown) which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage to the patient. No further information available.